Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the pump had an inaccurate delivery issue. The patient had blood glucose (bg) levels ranging from 41 to over 600 mg/dl with vomiting, and ketones from trace to large. The patient was hospitalized and received IV fluids and insulin via injections. Troubleshooting with customer support (cs) found no disease management issues that may have contributed to the excursions, and did not identify any delivery issues with the pump. Basal and bolus histories and programming were as expected. Cs advised patient to discontinue pump use. Trouble shooting did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyper-/hypoglycemia and the pump cannot be ruled out as causing/contributing to the events.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate reported complaint. The black box shows an alarm on (B)(6) 2014, 07:53 auto offm primed at 15:54. Typical alarms observed in alarm history. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.